Event description:
Cardiovascular diagnostic procedure was performed on a female pt in cardiac cath lab. Arterial access was made in common femoral artery with 6 fr introducer sheath. At end of procedure a boomerang catalyst ii wire was inserted through sheath and deployed without problem; successful tamponade of arteriotomy site was achieved during a 5 min dwell as demonstrated by no oozing or hematoma formation during dwell. The device was removed with out problem and manual compression was applied to arteriotomy site for 5 mins. During transport to recovery room, pt complained of abdominal pain and dizziness. A hematoma appeared to be forming in lower abdominal area. Bp was 67/43 mmhg, heart rate 40 bpm. Atropine 0.5 mg IV push was given for vasovagal episode- bp returned to normal and manual compression reapplied to site for 20 mins. Pt remained in recovery with out further incident approx 5 hrs post procedure, site appeared fine; pt attempted to ambulate. Pt again complained of abdominal pain; apparent hematoma noted in same area. There was no rebleed at arterial access site. Abdominal ultrasound was negative for blood in abdominal area. Hemoglobin was low at 4 and pt was administered two units of blood and admitted for overnight observation. In 2008, hgb was 11; pt recovered with out sequelae and discharged.

Manufacturer narrative:
The boomerang catalyst ii wire was not returned to the manufacturer for evaluation. It was reported the product performed as intended per IFU. Location of the hematoma suggests the boomerang catalyst ii did not contribute to nor cause the reported event. Review of the device history lot record did not reveal any issues or observations that may have contributed to the reported event.